Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. During the pulse test the pulse relays were intermittently activating, which resulted in low energy pulses. The root cause of the faults could not be positively identified due to the intermittent nature of the failure. The monitor was converted into a demo unit. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.